Event description:
A system error 2240 message appeared on the display of the home patient's homechoice machine during dwell 2/3 of their automated peritoneal dialysis therapy. Per initial report the patient line of the homechoice set became disconnected from the home patient's transfer set "as they were turning over in bed". Baxter's technicial service center assisted the home patient in ending therapy early. No patient injury was indicated at the time of the initial report.